Event description:
It was reported that during an in-service training of the cs300 intra-aortic balloon pump (iabp), the getinge company representative discovered that when plugging in the fiber optic catheter, there was no blood pressure waveform. In addition, the unit displayed an "unable to calibrate" message when using the cs300 simulator. The company rep was able to get a blood pressure reading from the arterial line. She tried two different demo catheters that worked fine on other pumps but the same errors occurred when using the involved cs300 unit. The company rep concluded that something was wrong with the fiber optic connection. The company rep reported that she did not note the serial number of the involved pump.

Manufacturer narrative:
We were unable to obtain further information regarding the serial# and status of the involved iabp. However, a getinge company representative has reported that preventative maintenance has been performed on all of the 13 iabp units used at this facility. All units have been returned to clinical use; thus, no further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full name of the initial reporter listed is (B)(6) who is a getinge employee; whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during an in-service training of the cs300 intra-aortic balloon pump (iabp), the getinge company representative discovered that when plugging in the fiber optic catheter, there was no blood pressure waveform. In addition, the unit displayed an "unable to calibrate" message when using the cs300 simulator. The company rep was able to get a blood pressure reading from the arterial line. She tried two different demo catheters that worked fine on other pumps but the same errors occurred when using the involved cs300 unit. The company rep concluded that something was wrong with the fiber optic connection. The company rep reported that she did not note the serial number of the involved pump.